Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) reading was over 300 mg/dl but less than 500 mg/dl with nausea and headache. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, there was an intermittent power issue with the pump. It was reported that the battery compartment was cracked and the battery cap was unable to tighten properly. No evidence of moisture corrosion was noted. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged power issue as a result of a damaged battery compartment.